Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested but not made available. B7: patient medical history and medication information was requested but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b17: device has not been returned to gore for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during treatment of a patient's left popliteal artery aneurysm, access was made from the right leg, up and over the bifurcation. An 8fr terumo sheath was used to advance the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) over a 0.035 bentson wire. The viabahn device was delivered to the treatment area. Deployment was started and the deployment line unraveled to the distal tip, then the device started bowstringing due to line tension. It was reported the physician pulled hard on the deployment line, but there was no further line deployment. The guidewire was exchanged for an amplatz wire and deployment line was pulled once more. The viabahn device still continued to bowstring with a stuck deployment line. The viabahn device was withdrawn from the patient with no issues. Using the same amplatz wire, a new viabahn device was used to complete the procedure. The patient did not experience any adverse consequences. As reported, the deployment line may have been wrapped around the distal tip.